Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6) 2026, the pod leaked insulin after approximately 4-24 hours of wear on the abdomen, which resulted in the patient¿s blood glucose levels increasing above 450 mg/dl. The patient reported that the insulin leak was observed during attempted bolus delivery, and upon inspection of the pod, the cannula was found to have dislodged from the skin at the infusion site. The patient developed symptoms including thirst, which prompted her to seek medical attention. The patient presented to the hospital and was treated with fluids, which reportedly helped decrease blood glucose levels. No insulin was administered, as her endocrinologist felt comfortable with her condition once the glucose levels decreased. Blood glucose levels were reported at 210 mg/dl after fluid treatment. The patient returned home the same day and applied a new pod at home.